Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is to follow up medwatch (B)(4).

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. This report is to follow up medwatch report # (B)(4).

Event description:
Robotic procedure - "event desc: the tip of the 12 x 150 mm trocar (optical access system) cracked during the near end of the robotic procedure. The surgical team noticed right away that the tip cracked and carefully removed the damaged trocar. What was the original procedure? Robotic procedure. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)". Patient status: unknown.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a cannula tip fracture. Fracture lines were observed on the cannula shaft, near the inflation port for the balloon. Based on the condition of the returned unit and the description of the event, it is likely that the tip fracture was caused by forces applied during the procedure in combination with lipid exposure of the distal tip of the cannula. The fracture lines were likely due to forces exerted on the unit by the robotic mount. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is to follow up medwatch report #(B)(4).